Event description:
It was reported that the patient received inappropriate therapy. It was further reported that seven ventricular fibrillation episodes and short ventricle-ventricle intervals were observed. Cross-talk was suspected and sensing parameters were reprogrammed. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).